Event description:
It was reported that the hand piece device was overheating during routine testing. The reporter confirmed that the device was not being used during surgery when the event occurred; no injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. Testing was performed and the event was duplicated. Findings revealed that this event was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.(B)(4).